Event description:
Caller reported that pump displayed reset screen unexpectedly. Blood glucose level did not exceed 500 mg/dl due to the reset. Customer understood the situation as a built-in safety feature and successfully resumed insulin.